Event description:
On (B)(6) 2012, the patient reported that he had noticed a small amount of insulin inside the infusion device's insulin cartridge compartment. He stated that the leak was coming from the button of the insulin cartridge. The issue began around (B)(6) 2012. The patient switched to his back-up infusion device to allow the primary device to dry out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was discarded. The adapter was requested to be returned for evaluation.